Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt as a replacement at the revision on (B)(6) 2015. The patient was a (B)(6) boy with congenital hydrocephalus, the same as (B)(4). About one month after the replacement, the patient had vomiting. When pumping, the device was slow to respond. The device was replaced with the competitor's one (medtronic strata) on (B)(6) 2016 due to suspected occlusion. The patient is currently being monitored. The surgeon suspects that choroid plexus may have stuck in the ventricular catheter.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was 110mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusions were noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. Using programmer 82-3126 serial number (B)(4), the valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot ctlb96, conformed to the specifications when released to stock in (B)(4) 2015. No root cause could be determined as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.